Event description:
It was reported that the pt underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the pt experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, dyspareunia, bleeding, and recurrence. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and cystoscopy.